Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the bending section cover; incorrect labeling; the suction cover was leaking near the gold pins; the plastic distal end cover megaohm value was 5; the insertion tube¿s megaohm value was 4; the angulation was below service standard; control knob movements were loose on both knobs; chips and scratches on the distal end plastic cover; tiny chips on the objective lens; old glue on the light guide lens; an advanced diagnostics clog in the nozzle; a crack on the bending section cover glue; intermittent flow in the air water supply and an advanced diagnostics crack in the scope connector. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonvideoscope's air/water flow was weak and ineffective and the scope would not not insufflate. The customer found that the insertion tube was wrinkled. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found problems related to reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, the reprocessing steps at the material residue point did not deviate from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.